Event description:
The sherlock stylet broke. Luckily, she was unable to advance the PICC past the shoulder in the pt, so she didn't flush the broken stylet into the right atrium. However, when she pulled the PICC and pulled out the stylet, it was in 2 pieces. It appears the stylet was defective - almost like the section with the magnet sheared off into 2 sections.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.